Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, the physician used electrocautery which caused a loss of output. The device was explanted and replaced. The patient was in good condition post surgery.